Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, after this right ventricular lead was positioned in the myocardium, the patient experienced pain. The lead was repositioned. After the position, a cardiac tamponade was noted. In addition, it was noted impedance measurements were increased during the procedure. No intervention was performed and no further patient symptoms were reported. According to available information, this lead remains implanted and in service.